Manufacturer narrative:
The patient is (B)(6). An event regarding alleged fretting involving an accolade stem was reported. The event was not confirmed. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, operative reports, x-rays and patient medical records would be helpful in investigating this event further.

Event description:
It was reported that surgeon revised patient's left accolade tmzf hip due to corrosion and fretting at the modular head / neck junction. Surgeon cleaned corrosion and implanted a titanium sleeve, a ceramic head, and replaced the liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it is still implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that surgeon revised patient's left accolade tmzf hip due to corrosion and fretting at the modular head / neck junction. Surgeon cleaned corrosion and implanted a titanium sleeve, a ceramic head, and replaced the liner.